Manufacturer narrative:
Device was not returned to the MFR. For eval. The construct failure was attributed to a traumatic fall.

Event description:
It was reported by the user facility that the pt fell after a spinal procedure at l4-l5. The devices became dislodged. The revision surgery was performed to remove the interspinous segmental stabilization device, reposition the interbody device and add the posterior fixation.